Manufacturer narrative:
The investigation was completed and no device was returned. Investigation summary: hematoma/major bleed/access site adverse event: the cause of the access site adverse event was not determined due to insufficient clinical details.

Manufacturer narrative:
B5. Additional event description added.

Event description:
Additional information received reported the pump position was under the papillary muscle and kinked in itself. Pump was removed and another impella placed.

Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
A 70-year-old male with ami and cardiogenic shock underwent impella placement via left femoral access. The first pump was malpositioned under the papillary muscle with the catheter kinked, requiring immediate removal. During placement of a 14 fr sheath in the right femoral artery, access related bleeding and hematoma developed due to vessel injury, necessitating deployment of two covered stents for hemostasis. Access was then obtained on the left side, upsized, and a new impella successfully implanted. The patient survived both the explant and re implant. The device exhibited a kink/twist consistent with pd any device failure mode, and the vascular injury was attributed to access trauma and lack of imaging prior to insertion. An evaluation will be performed when pump and introducer returned. No long-term patient harm was reported following vessel repair. The impella cp will be conservatively reported for hemodynamic instability due to temporary hemodynamic support interruption during the exchange however the exchange was performed with no consequence to the patient and support was resumed without any known adverse events. (B)(6), (B)(6) 2026.